Event description:
It was reported that the battery voltage was 2.78v on (B) (6) 2009. On (B) (6) 2010, the battery voltage was 2.62v, yet the device did not identify rrt (recommended replacement time), and there were no events in the alert log. Premature battery depletion was reported. The patient later called stating "the device is faulty and battery is half dead." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal; performance data from the device showed the device recorded a battery voltage of 2.62v, approximately 27 months after implant.